Event description:
During use of the device for a surgical procedure, the user reported the sternal saw did not have enough power to cut the sternum. An alternate device was employed to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.